Event description:
Subsequent to the medwatch report, additional information indicates that only a 2.50 x 28 xience stent was implanted in the proximal lad, not a promus stent as initially reported. Additionally, the cause of death was suspected to be multiple organ failure, per the investigator. Relationship to index procedure per investigator: unrelated. Date of death was (B)(6) 2013, not (B)(6) 2012. No additional information was provided.

Event description:
It was reported that the index procedure was performed on (B)(6) 2011. A 2.50 x 28 promus stent was implanted in the proximal left anterior descending artery. Following post-dilatation residual stenosis was 0%. The de novo target lesion in the mid right coronary artery was treated with direct stenting using a 3.0x32 non-abbott stent with 0% residual stenosis. On (B)(6) 2011, the patient was discharged on aspirin and prasugrel. The patient was diagnosed with the following adverse effects on the following dates: on (B)(6) 2011: acute congestive heart failure exacerbation on (B)(6) 2011: volume overload; on (B)(6)2011: volume overload; on (B)(6) 2012: thrombocytopenia; on (B)(6) 2012: altered mental status; on (B)(6) 2012: atrial fib/atrial flutter; on unknown date: hypotension; on (B)(6) 2012, the patient died due to an unknown cause. The relationship to the index procedure, study or non-study antiplatelet medication per investigator was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. In this case, there were no reported product deficiencies. The reported patient effects of atrial fibrillation, hypotension, and death are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.